Event description:
Fentanyl pca pump was scanned, inserted and settings confirmed by 2 rns. Four hours later the syringe was empty, and error in pump setting was discovered. There is a design flaw in this device, there is an exit button that the nurses keep misinterpreting as a start or confirm button when in fact, pressing that button eliminates the programming and defaults to a different setting. This is counter intuitive to a nurse who has to push a start or confirm button on every other pump. Manufacturer response for patient controlled administration device, alaris pca model 8120 (per site reporter): carefusion representative states she will escalate to her leader.